Manufacturer narrative:
Device evaluation did not show any malfunction. Observed deviations may be related to inaccuracies in the stone model sent in for guide fabrication.

Event description:
Doctor used a surgical guide for dental implant surgery. After performing osteotomy at implant site #29, doctor determined that the hole was too buccal. Doctor had to bone graft the implant site and abort the surgery.